Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2019. The cause of death was unknown but thought to be related to diabetes, heart, or lung issues. The caller stated that the customer had unknown illnesses that may have led to the customer's passing. The customer¿s blood glucose was over 600 mg/dl at the time of hospitalization. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected within 48 hours prior to passing. The customer was using sensors. The customer was unconscious at the time before they passed. The caller agreed to return the insulin pump and other related products for analysis.